Manufacturer narrative:
The missing lot information has been requested from the complainant. The complainant indicated the information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 2.5 months after the dental implant/abut. Were placed in immediate ext ada site 11, the implant had not achieved osseointegration. Clinician reports peri-implantitis, pain, infection and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
The missing lot information has been requested from the complainant. The complainant indicated the information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 2.5 months after the dental implant/abut. Were placed in immediate ext ada site 11, the implant had not achieved osseointegration. Clinician reports peri-implantitis, pain, infection and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.